Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump sustained physical damage. She stated that the insulin pump was cracked next to the battery compartment, preventing the battery from staying in the insulin pump. She stated that the battery cap kept popping off. The customer's blood glucose was 406 mg/dl, which was treated with manual injections. Her most recent blood glucose was 148 mg/dl. She added that she had been falling a lot recently. She stated that she had a lot of health issues and her legs would give out without warning. She also reported an incident during which she became dizzy due to a drop in blood glucose as a result of her not having eaten lunch. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.